Event description:
This lead was implanted with an unknown date and was explanted on (B)(6) 2016. A product experience report received on (B)(6) 2016 stated that on (B)(6) 2016 during an evaluation a noise was detected at the intracavitary channel. The physician was dr. (B)(6). (B)(6)hospital pequeno principel in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).